Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for replacement of the right atrial lead due to noise and high capture threshold. The lead was successfully explanted, and a new lead was placed. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and high threshold were not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exceptions of damages consistent with those occurring at the time of the procedure.